Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas exhibited an intermittently unresponsive wake/sleep button that at times required excessive force to activate, and the customer provided video evidence; blood glucose was reportedly not affected, and no medical care or hospitalization occurred. Symptoms included no adverse clinical effects. Outcomes included no impact on health status and continued use of cgm as normal while awaiting replacement. Investigation included customer interview, review of user-provided media, and device replacement with instructions for data sync, shutdown, and return. Investigation of this case revealed an intermittent mechanical or switch performance issue of the user interface/power button consistent with a device hardware malfunction of the enclosure/control interface. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the wake/sleep button mechanism.